Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient twiddled their implantable cardioverter defibrillator (ICD) which caused the right ventricular (rv) lead to dislodge. Additionally, this resulted in oversensing on the rv lead. Surgical intervention was required to explant and replace the rv lead. The ICD remains in service. No additional adverse patient effects were reported.